Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11:the device was received for evaluation. During functional testing, reported problem of "evaluation had the device sent to flow line for air in line testing with a failed result due to false upstream occlusion" was not reproduced. Evaluation also experienced false upstream occlusion. A review of event history log revealed multiple occurrences of reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor fluid numbers. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.